Event description:
It was reported to the manufacturer by the facility ((B)(6)), per the facility, the resident pushed the bottom button on the hand pendant and the bed folded in half (top and bottom section began to move up). After the bed folded in half, the resident slid onto the floor. The resident has no injuries. (B)(4) was entered into system to return the item for evaluation. Upon in-house evaluation, the failure investigator noted that the hand pendant had been crushed or trapped. This was evident due to the crush marks near the chair mode button on the bottom of the hand pendant. Additional, the hand pendant was tested and functioned as intended.